Event description:
The pt received her scs system including an ipg and leads on (B) (6) 2006. It was reported that about 11 months later, the pt was experiencing overstimulation sensations at random points throughout the day while the system was on. The physician explanted the ipg on (B) (6) 2007. The explanted ipg was returned to ans for evaluation. Follow-up on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. There is puncture damage to the antenna silicone but the ipg passes all functional testing including the saline test (which checks for possible overstimulation conditions). Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.